Manufacturer narrative:
It was noted that the device is not available for evaluation due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Manufacturer narrative:
An event regarding subsidence involving a triathlon baseplate was reported. The event was not confirmed. Method and results: device evaluation and results: not performed as product was not returned. Medical records received and evaluation: not performed as medical records were not provided. Device history review: the device was manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: the exact cause of the event could not be determined due to insufficient provision of information. Further information such as: return of reported devices; x-rays; operative reports as well as patient history and follow up notes are needed to complete the investigation to determine root cause.

Event description:
It should be noted that the patient had lost approximately 70lbs prior to this surgery.

Event description:
Patient presented with a painful right knee. X-rays showed collapse of her tibial component. During this revision surgery, the femur and tibial components were removed and revised with a triathlon ts.